Event description:
It was reported that the customer's blood glucose was 461 mg/dl, after she failed to resume insulin pump after she had suspended it to shower. The customer also mentioned that when she would receive no delivery alerts, the insulin pump would beep, beep louder if no response, and then vibrate, which she felt was a design flaw. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.